Event description:
The customer reported an overflow of about 5-10 mls of fluid above the secondary mode area of the lh 500 hematology analyzer which had dripped down onto the countertop. The customer also stated that the hemoglobin (hgb) voltage was running low. The customer was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment in connection with this event. Customer technical support (cts) assisted the customer with hgb voltage adjustment and advised to perform a system test to verify voltage. The customer stated that the voltage was fine and a field service engineer (fse) was not dispatched for this event. There have been no further issues reported with the instrument in relation to this issue.

Manufacturer narrative:
Evaluation: method: customer technical support (cts) assisted the customer with troubleshooting over the phone. Results: hgb voltage adjustment. Conclusion: issue was resolved by the customer with the help of cts over the phone. (B)(4).